Event description:
Additional information received indicated that the patient had their left ventricular (lv) lead re-positioned on (B)(6) 2021. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that two days post-implant, the patient's left ventricular (lv) lead was stimulating their phrenic nerve. The physician disabled the lv lead. The patient was stable throughout.